Manufacturer narrative:
11/20/1998- supplemental report sent to FDA. The cause of the condition could not be reliably determined without the subject instrument.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.